Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The sensor electrode was missing when retracting sensor and the sensor replacement was sent to health care provider. No further information was reported.